Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The customer reported having a case where a capsule was placed on (B)(6) 2012 and was still attached to the pt's esophagus on (B)(6) 2012. The customer was guided on how to remove the capsule through endoscopy. No further info is available.